Manufacturer narrative:
A definitive root cause for this reported event remains unknown, with the new information provided.

Event description:
It is now known that the patient's knee components were revised in (B)(6) 2016.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral, tibial, and articular surface components. Review of the surgical notes suggest that the components were implanted with the correct fit and orientation as per the surgical technique. The post-operative office visit notes dated (B)(6) 2015 state that the patient does not experience acute distress and ambulates without a limp. There was no particular effusion or any focal tenderness about the knee, which presented a 0 to 130 degrees range of motion, and was stable to varus and valgus stress testing. The doctor reviewed that the issue could be caused by a possible synovial pinch. An MRI evaluation dated (B)(6) 2015 found that the total knee arthroplasty presented the expected appearance without any surrounding fluid of cystic changes to suggest hardware loosening. There is a small to moderate amount of left knee effusion with some mild synovitis. The extensor mechanism is unremarkable with some scarring of the patellar tendon; no edema or tearing identified. The muscular and neurovascular structures are overall unremarkable. A post-operative office visit note dated (B)(6) 2015 states that the surgeon is unclear as to what is causing the symptomatology. Per the components package insert, soft tissue impingement as well as dislocation and/or joint instability are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #42512400710, persona ps vivacite articular surface, lot #62713602, catalog #42500606601, persona cemented femoral component, lot #62679507. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing difficulties with the implant: it is "popping out" when the patient is in bed and while walking down stairs.